Event description:
The pt has 2 anchors (from the same lot) implanted as part her scs system. It was reported, the pt began to experience persistent soreness in her back at the anchor site after starting her lawn mower. The pt stated, she also feels a bump at the site. The physician believes the anchor has either moved or is irritating the pt. The next course of action has yet to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.